Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse of a patient who made a mistake / touch contamination and subsequently was diagnosed with peritonitis. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had a break in aseptic technique, described as made a mistake/had touch contamination. On an unreported date (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient experienced a recurrent case of peritonitis. The patient was not hospitalized for the event. Treatment rendered was not reported. The patient was reported to be recovering. Per the nurse, the peritonitis was not related to baxter products but was instead related to the patient's break in aseptic technique. Further information was requested from the nurse but the nurse declined to proved further information.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.